Manufacturer narrative:
Damaged motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was damaged. There was no patient involvement or adverse consequences to report.